Manufacturer narrative:
Evaluation of this complaint confirms that it is associated with a confirmed issue from a previously completed investigation. Based on the results of the investigation elements, a product deficiency for alinity m sars-cov-2 amplification kit (list 09n78-090 and 09n78-095) was identified. Specification not met - the number of customer complaints for discrepant result patient samples (false positives) when using alinity m sars-cov-2 amp kit list 09n78 has been increasing on a monthly basis. Therefore, this complaint investigation will be dispositioned as confirmed. Abbott molecular determined that a field corrective action (fa-am-sep2021-260) should be taken via approval of 489-risk on (B)(6) 2021. This action was reported per 21 cfr 806 to the FDA on (B)(6) 2021 (report number (B)(4)). The field corrective action was issued as an urgent field safety notice / field correction recall letter dated september 2, 2021 providing customers background on the issue, potential impact and necessary actions. Recall number: z-0004-2022 the following mdrs were also reported as related to fa-am-sep2021-260: (B)(4)

Event description:
Customer reported six false positive patient results reported on their alinity m sars cov-2 assay. The samples were retested on biofire and generated negative results. It was confirmed that the false positive result were not reported outside the lab. There were no patient management impact reported due to this observation. Customer observed discrepant results across 2 lots, therefore 3005248192-2021-00287 will be submitted for this same observation on the other lot number mentioned.

Manufacturer narrative:
Elevated complaint investigation will be initiated.